Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received an ¿air detected in cassette¿ warning during drain 1 of 3. The patient reported that the line connections were secure, however, there was some air bubbles in the heater bag. The patient restarted the cycler and was able to resume treatment but the drain volume would only increase by 5 ml at a time. The patient cancelled the treatment and when found fluid leaking when the cassette was removed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient would revert to manual therapy. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. At set-up phase, a ¿heater bag not detected¿ message occurred. The ¿ok¿ button was selected, however the alarm reoccurred three consecutive times before the treatment was canceled. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. After replacing clogged hp1 the simulated treatment was performed and completed without failures or problems. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. The cycler underwent and passed a voltage check. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.